Event description:
The pt was admitted for a radical perineal prostatectomy. During the procedure, it was noted that the vascular pedicle was bleeding as though cautery had not taken place with the harmonic scalpel despite minimum energy used on the harmonic and the usual settings. Vicryl suture ligature was used to control most of the bleeding in this area. The handpiece was switched on the harmonic scalpel and the right pedicle was taken down. The exact same thing was noted. Unfortunately on this side; however, the bleeding could not be controlled with a stitch because of exposure with the prostate still being in situ. This was packed. The entire generator for the harmonic scalpel was switched out and the handpiece was left the same. Now when the harmonic scalpel was used for dissection, cauterization was noted and no further bleeding was noted in new areas where the harmonic scalpel was used.